Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adolescent female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychology injury"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder/urinary problem"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: essure model no changed from ess(305) to ess(205).following events were added: abdominal pain, general abnormal bleeding, psychology injury, urinary problems,bladder problems. Outcome of pelvic pain was changed from unknown to recovered/resolved. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic') in a 35-year-old female patient who had essure (ess205) (batch no. 12264292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy on (B)(6) 2004, peritonitis in 2002, adhesiolysis in (B)(6) 2002, tonsillectomy in 1993, gallbladder operation nos in 1993, appendicectomy in 1987, hydronephrosis, cystitis and endometriosis. Concurrent conditions included body mass index normal, adenomyosis, fallopian tube spasm and abdominal adhesions. Concomitant products included paracetamol (acetaminophen) for migraine headache. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain low back"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), rash ("rashes or skin conditions: rashes"), urticaria ("hive"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), depression ("psychology injury/psychological or psychiatric problems: depression/psych injury") and anxiety ("anxiety and mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder/urinary problem"). The patient was treated with aciclovir (acyclovir), nsaids, ciprofloxacin (cipro) and surgery (hysterectomy, bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, urinary tract disorder, bladder disorder, urinary tract infection and alopecia had resolved, the back pain was resolving and the dysmenorrhoea, rash, urticaria, fatigue, migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates :(B)(6) 2008; current weight: 175 lbs. She received treatment for pain, abnormal bleeding, bladder/urinary problems, alopecia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2005: total bilateral occlusion. Adhesions in the left (as written) cornua region. Patient post essure procedure. No opacification of fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ alopecia, urinary tract infection, vaginal discharge¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (ess205) (batch no. 12264292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy on (B)(6) 2004, peritonitis in 2002, adhesiolysis in (B)(6) 2002, tonsillectomy in 1993, gallbladder operation nos in 1993, appendicectomy in 1987, hydronephrosis, cystitis and endometriosis. Concurrent conditions included body mass index normal, adenomyosis, fallopian tube spasm and abdominal adhesions. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain low back"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), rash ("rashes or skin conditions: rashes"), urticaria ("hive"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), depression ("psychology injury/psychological or psychiatric problems: depression") and anxiety ("anxiety and mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder/urinary problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oopherectomy (as). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved, the back pain was resolving and the dysmenorrhoea, vaginal hemorrhage, menorrhagia, rash, urticaria, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital hemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates :(B)(6) 2008. Current weight: 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2005: total bilateral occlusion. Adhesions in the lfet (as written) cornua region. Patient post essure procedure. No opacification of fallopian tubes bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (ess205) (batch no. 12264292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy on (B)(6) 2004, peritonitis in 2002, adhesiolysis in may 2002, tonsillectomy in 1993, gallbladder operation nos in 1993, appendicectomy in 1987, hydronephrosis, cystitis and endometriosis. Concurrent conditions included body mass index normal, adenomyosis, fallopian tube spasm and abdominal adhesions. On (B)(6) 2004, the patient had essure (ess205) inserted. In november 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain low back"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), rash ("rashes or skin conditions: rashes"), urticaria ("hive"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), depression ("psychology injury/psychological or psychiatric problems: depression") and anxiety ("anxiety and mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder/urinary problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy (as). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved, the back pain was resolving and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, rash, urticaria, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates :(B)(6) 2008 current weight: 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2005: total bilateral occlusion. Adhesions in the lfet (as written) cornua region. Patient post essure procedure. No opacification of fallopian tubes bilaterally.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new events abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), dysmenorrhea (cramping) fatigue, hair loss, infection (bladder/urinary tract/vaginal): uti, migraines/headaches, psychology injury/psychological or psychiatric problems: depression, anxiety and mental anguish, rashes or skin conditions: rashes, hive, vaginal discharge, weight gain and pain low back were added. Event psychology injury updated to psychological or psychiatric problems: depression. Severity of pelvic pain added. Lot number was added. Patient date of birth was updated, height, weight and race were added. New reporter, lab data and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic') in a 35-year-old female patient who had essure (ess205) (batch no. 12264292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy on (B)(6) 2004, peritonitis in 2002, adhesiolysis in may 2002, tonsillectomy in 1993, gallbladder operation nos in 1993, appendicectomy in 1987, hydronephrosis, cystitis and endometriosis. Concurrent conditions included body mass index normal, adenomyosis, fallopian tube spasm and abdominal adhesions. Concomitant products included paracetamol (acetaminophen) for migraine headache. On (B)(6) 2004, the patient had essure (ess205) inserted. In november 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain low back"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), rash ("rashes or skin conditions: rashes"), urticaria ("hive"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), depression ("psychology injury/psychological or psychiatric problems: depression") and anxiety ("anxiety and mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder/urinary problem"). The patient was treated with aciclovir (acyclovir), nsaids, ciprofloxacin (cipro) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy (as). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the back pain was resolving and the dysmenorrhoea, rash, urticaria, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates :(B)(6) 2008 current weight: 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2005: total bilateral occlusion. Adhesions in the lfet (as written) cornua region. Patient post essure procedure. No opacification of fallopian tubes bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: plaintiff fact sheet received: outcome of event vaginal haemorrhage and menorrhagia were updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.